Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed the keypad is torn over the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The down button has an intermittent response. The ok and up buttons are unresponsive. The contrast button responds properly. Removed the keypad and found the ok button contact inverted. Contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed contamination under buttons. This report is made based on results of investigation completed on (B)(4) 2014.